Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted the handle was flaccid and not attached to the internal components. A partially formed clip was locked in the jaws. The instrument was dismantled for visualization of internal components which revealed that the wishbone link which attaches the trigger to the firing mechanism had disengaged. The wishbone link was reattached to the trigger handle and the instrument was reassembled. The instrument was then found to cycle without binding. Ten clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened amended as needed. (B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the clips cannot release the tissue. The surgeon could not squeeze the handle of the device. The clips were not able to properly load into the jaws and be fired correctly. The clips did not form correctly. The procedure was changed from laparoscopic to open. The operating time was extended by more than thirty minutes. The patient has been discharged.